Manufacturer narrative:
Based on the information provided at this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient¿s post operative course. Per the article nine years post implant the patient was diagnosed with (B)(6). This condition is transmitted via direct skin-to-skin contact and also may spread via contact with contaminated items or surfaces. The information provided to date is limited. Attempts have been made to obtain additional information. At this time a definitive conclusion cannot be made, however the patient's infection was most likely transmitted from a source extrinsic to the medical device. Note the implant and explant dates are estimated, as exact dates were not included in the article. Infection is a known inherent risk of surgery. Regarding infection the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A lot number was not provided, without this information a review of the manufacturing records cannot be conducted. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported per journal of japan surgical association vol.78, page.888 (oct.20, 2017) p-1191-case2. In 2007 the patient was implanted with a composix kugel hernia patch for the repair of an umbilical hernia. In (B)(6) 2016 pus was discharged from the umbilicus and (B)(6) was detected. In (B)(6) 2017 the patient underwent a revision procedure and the mesh was removed.